Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative in regard to a patient receiving gablofen via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient required a pump replacement due to the pump not working. The patient initially did not respond to increasing dosing. Evaluation of the system was completed and was found to be in working order, however the patient simply did not respond to increasing dosing. Dye and roller studies were performed on unknown dates. The result of the rotor study was unknown. The hcp had great flow when the catheter was cleared for a dye study (date unknown), but when a single bolus was programmed the patient had no response. The hcp then administered a bolus through the catheter access port (cap) via syringe and the patient had a great response. Thus the conclusion was made that there was something wrong with the pump and not the catheter. It was unknown if the issue resolved at the time of this report. The patient¿s status at the time of report was alive ¿ no injury. The event date was not provided regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the 8637-40 found no anomaly. Interrogation of the device determined it was used to infuse baclofen 2,000.0 mcg/ml at 176.0 mcg/day.

Event description:
Additional information received from a company representative. The onset of the event was unknown. The patient did not know what doctor and where the pump was evaluated. The patient did not know any of the doctors and it was noted that there had been many hospitals. The specific details of the evaluation were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.